Event description:
It was reported that on (B)(6) 2024, a 25mm navitor vision was chosen for implantation utilizing an unknown flexnav. Patient comorbidities include previous CABG and kidney failure. The patient presented with 1st degree av block prior to the procedure. Sizing was based on MRI imaging. Based on the imaging, a 25mm navitor vision valve was selected by the site. There was no calcification extending beneath the aortic annular plane in the interventricular septum. On initial crossing of the aortic valve with the non-abbott guidewire, a mitral valve leaflet became pinned causing pressure loss and loss of left ventricular wall motion. Left bundle branch block was noted at this time. The wire was repositioned which resolved the issue. Pre-dilatation balloon annular valvuloplasty (bav) was performed. The navitor valve was then implanted at a depth of non-coronary cusp (ncc): 3mm and left coronary cusp (lcc): 3mm. Lbbb remained throughout the end of the procedure. The valve was implanted without any issues. The implant was considered successful. The patient left the procedure in a stable condition without temporary pacing. Five hours post procedure, the patient was found to be in complete heart block. Patient was transferred into the cath lab, coronary angiogram was performed and the coronary arteries were open and the valve was still in place. The patient then coded and died. The physician concluded the death was due to stress cardiomyopathy and pulseless electrical activity (pea) related to the procedure and comorbidities.

Manufacturer narrative:
An event of heart block and death was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Reportedly, patient comorbidities include CABG and kidney failure. The patient presented with first degree av block prior to the procedure. There was no calcification extending beneath the aortic annular plane in the interventricular septum. On initial crossing of the aortic valve with the non-abbott guidewire, a mitral valve leaflet became pinned causing pressure loss and loss of left ventricular wall motion. Left bundle branch block was noted at this time. The wire was repositioned which resolved the issue. Pre-dilatation balloon annular valvuloplasty (bav) was performed. The valve was implanted at a depth of non-coronary cusp (ncc): 3mm and left coronary cusp (lcc): 3mm. The physician concluded the death was due to stress cardiomyopathy and pulseless electrical activity (pea) related to the procedure and comorbidities. Based on the information received, the cause of the reported death appears to be due to stress cardiomyopathy and pulseless electrical activity (pea) related to the procedure condition and patient's comorbidities (mitral regurgitation and coronary artery disease). The cause of the reported heart block could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 25mm navitor vision was chosen for implantation utilizing an unknown flexnav. Patient presented with first degree heart block. There was no calcification extending beneath the aortic annular plane in the interventricular septum. On initial crossing of the aortic valve with the non-abbott guidewire, a mitral valve leaflet became pinned causing pressure loss and loss of left ventricular wall motion. The wire was repositioned which resolved the issue. Pre-dilatation balloon annular valvuloplasty (bav) was performed. After the pre-bav, the patient developed left bundle branch block (lbbb). The navitor valve was then implanted at a depth of non-coronary cusp (ncc): 3mm and left coronary cusp (lcc): 3mm. Lbbb remained at the end of the procedure. The patient left the procedure in a stable condition without temporary pacing. Five hours post procedure a temporary pacemaker was implanted. The patient then coded and died. Fluoroscopy was performed and the coronary arteries were open and the valve was still in place. The physician concluded the death was due to stress cardiomyopathy and pulseless electrical activity (pea) related to the procedure and comorbidities.